Event description:
Medical staff reported the removal of a lap-band device due to "leakage". No further info was available from the reporter. F/u in progress.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to indicate the product model number, serial number, and implant date. The info has not yet been received by allergan. Allergan has received the product, however, the device has not been identified, nor has the analysis been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."